Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: (B)(6)2020. H6: investigation summary one unit and two photos were provided to our quality team for investigation. Through visual inspection of the photos, the protector was observed to be assembled off center and the spike was bent. Unfortunately, when the unit was received it was indicated to be contaminated and could not be fully evaluated. The assembly unit is provided by a supplier, all photo samples were forwarded to the supplier for evaluations. Based on their evaluations is possible the guide rods were bent, however, the unit was could not be properly inspected. A review of device records was performed, all product was verified to be manufactured according to specification. Product undergoes 100% inspection before release, no issues were identified that could have contributed to the reported incident. Based on the investigation, a root cause related to the manufacturing process could not be identified at this time. (B)(6)

Event description:
It was reported that assembly fixture m12-o had the needle become exposed during the engagement of the needle and mating component. The following information was provided by the initial reporter: "it was reported that the spike bent while attempting to puncture vial and another incident with misalignment. Complaint 1 of 2: this pr reflects the first incident. Here are the pictures of the 2 incidents. First one the middle spike did not enter the vial but instead is bent to the side. In the second incident, the misalignment caused the protector to shoot back off, and the side prong ended up jutting out and the vial was dented. Please assist in remedying this. Thank you!"

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that assembly fixture m12-o had the needle become exposed during the engagement of the needle and mating component. The following information was provided by the initial reporter: "it was reported that the spike bent while attempting to puncture vial and another incident with misalignment. Complaint 1 of 2: this pr reflects the first incident. Here are the 2 incidents. First one the middle spike did not enter the vial but instead is bent to the side. In the second incident, the misalignment caused the protector to shoot back off, and the side prong ended up jutting out and the vial was dented. Please assist in remedying this. Thank you!"